Event description:
Reportedly, report from home monitoring system was empty.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. This case will be closed as a duplicate from (B)(4) which was reported to us authority on 24/03/2023 under (B)(4) (1000165971-2023-00039) reported issue was the same. No further investigation on case (B)(4). Additional information from (B)(4) were transferred to (B)(4). No impact on investigation results and conclusion on (B)(4). Final analysis report from (B)(4) is applicable to (B)(4).

Event description:
Reportedly, report from home monitoring system was empty.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.